Event description:
It was reported that the device is unable to obtain 12 lead reading. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.